Event description:
It was reported that a (B)(6) female patient who underwent a breast reconstruction procedure with a mentor memorygel breast implant 400cc gel breast prosthesis developed baker grade IV capsular contracture in her left breast post implantation. As a result, the patient is scheduled to undergo explanation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-jun-2022, mentor received additional information about the event. It was previously reported that the patient was scheduled to undergo explantation on (B)(6) 2022. New information received states that the explantation surgery has been cancelled. At the time of this report, mentor has received no information regarding an updated explantation date. Manufacturer¿s reference number: (B)(4).